Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue foreign material in the instrument channel was not confirmed. During inspection and testing, service found there was a leakage from the biopsy channel, the light guide lens was chipped, the objective lens was scratched, the plastic distal end cover was chipped, the bending section cover was cracked, the bending tube was damaged, the connection tube and the scope cover were scratched, the paint on the air/water cylinder and the suction cylinder was peeled off, the connector housing was damaged, the connector was corroded and discolored, the bending angle was out of specification, there was play in the angulation knob, and the suction capacity was out of specification. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that foreign material was found in the instrument channel, 10cm from the suction valve in the tube of the subject device. The reported issue was found during reprocessing of the device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material in the instrument channel likely occurred from the facility staff being less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The following information is stated in the instructions for use: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor field performance for this device.